Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. The information in this report was discovered during data collection for the (B)(4).

Event description:
The patient was admitted for treatment of a ruptured 7 mm basilar tip aneurysm on (B)(6) 2012. The aneurysm was accessed with a px slim microcatheter over the fathom microwire, where coil embolization was successfully achieved with three penumbra coils (8 x 30 complex standard, 7 x 20 complex standard, 3 x 6 curve extra soft). During the procedure, 10 mg of verapamil was infused intra-arterially and the procedural report indicates the patient experienced distal basilar vasospasm. On (B)(6) 2013, the procedural report was sent for review and the vasospasm was noted. On (B)(6) 2013, the pi confirmed the cerebral vasospasm as an adverse event in the edc and confirmed it as having a possible relationship to the study device, probable relationship to angiographic procedure and definite relationship to the disease state. The severity classification is moderate and the event was resolved with the infusion of verapamil. This event was reported via (B)(6). Specifically, the physician explained that there was spasm proximal to the aneurysm and that he does not routinely perform angioplasty before the case, only after. Therefore, due to the spasm in the vessel and the catheter in the vessel, there was decreased blood flow downstream.